Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2022 and suture was used. The suture was cut in half and both needles were torn off during sewing (vitreous hemorrhage). No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? No. Were x-rays taken to locate the needle piece(s)? No. Was there any additional tissue damage as a result of searching for the needle piece? No. What tissue structure the broken needle was located? Conjunctiva in the eye what is the surgeon's opinion of consequences to the patient? No patient harm reported did the suture break ? No. Did the needles pulled off from suture ? Yes. Did the needles break ? No. Event related to mw # 2210968-2022-04308. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/7/2022. H6 component code: g07002 no device returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.